Event description:
The customer was hospitalized for high blood glucose levels. The customer stated she had high blood glucose levels, and was very sick with the flu, prior to being hospitalized. Troubleshooting was performed and the insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.